Event description:
It was reported that the patient's inflatable penile prosthesis did not work and lacked fluid. The system was replaced with an ams700 21cm cx device and 100ml conceal reservoir. The patient had no complications or injury. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.